Event description:
It was reported that this patient had experienced high thresholds. Subsequently, the patient underwent a revision procedure of the right ventricle lead and this was replaced with a new lead. No adverse patient effects were reported.